Event description:
This patient has a history of bilateral occipital neuralgia, previously trialed successfully with occipital nerve stimulation. The lead has fractured and she returns to the or for replacement with a new lead.